Manufacturer narrative:
On 26-may-2023, additional information was received, and it was reported that the sheath used for transseptal access was an agilis sheath. With the available information, the bwi product is to be considered a concomitant device in this event and no longer considered to be MDR reportable against the bwi thermocool® smarttouch® uni-directional navigation catheter. As such, the h 6. Medical device problem code has been updated. Should more information become available in the future, the reportability decision will be reassessed. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter (st non-sf). The patient experienced a cardiac tamponade (CT) requiring pericardiocentesis and surgical intervention. It was reported that after obtaining transseptal access, a growing pericardial effusion (pe) was noted on intracardiac echocardiography (ice) imaging. A pericardiocentesis was performed. The patient did not stabilize, as the effusion continued to grow. The cardiac surgery team was called, a thoracotomy was then performed with open heart closure of perforation with bypass. Additional information was received. It was reported that the adverse event was discovered during and after use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The outcome of the adverse event was reported as improved. Prior to noting the pe or CT, ablation was not performed. There was no evidence of steam pop. The event occurred during transseptal. The flow setting for the irrigated catheter was normal for the st non-sf. The correct catheter settings were selected on the generator. As the additional information indicated that no ablation was performed, and since the event occurred during transseptal access with a baylis versacross, currently the identity of the sheath is unknown. As such, this event will be conservatively coded and reported under the thermocool® smarttouch® uni-directional navigation catheter.